Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,500 ohms in both unipolar and bipolar configurations. A review of the daily measurements revealed the impedance had been out-of-range for the past five months. A lead fracture was suspected. The device was reprogrammed to vvi pacing, and the patient would be evaluated at the next follow-up. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted, but was electrically abandoned. This investigation will be updated should further information be provided.